Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The product was returned and investigated as follows: analysis of failure files showed system notice messages 50005 and 50006: system notice message 50005: the safety system has detected fluid in the catheter and stopped the injection. System notice message 50006: the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum. Visual inspection showed the presence of blood in the catheter. Functional tests were performed: pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Items described above triggered the fail-safe system (system notice messages 50005 and 50006) and stopped the injection. A corrective action was initiated to address this issue.

Event description:
During a cryoablation procedure performed in (B)(6), there was blood in the arctic front catheter. There was no patient injury.